Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that mini sub-drawer 3-15 was not opening. The station was powered down, and the fse released the mini drawer 3 sub-drawers using the release lever located at the back of the drawer. All sub-drawers were manually opened. It was discovered that sub-drawer 3-15 was overfilled, which had caused a medication jam. Customer removed some medications from 3-15 and recovered the sub-drawer to test. Test passed. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.